Event description:
It was reported that the customer experienced intermittent occlusion alarms resulting in a visit to the emergency room on (B)(6) 2025 . And subsequent hospitalization in the intensive care unit with a blood glucose level in the 520 mg/dl with ketones that were identified as dangerous. The customer was treated with intravenous fluids of saline and insulin which resolved the occlusions. The customer was released from the hospital 3 days later on (B)(6) 2025 with the issue resolved.